Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 6.6 mmol/l and 3.3 mmol/l within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with biscuits and lemonade. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.